Manufacturer narrative:
There is no previous complaints of any kind referred to this lot. As we haven't rec'd the device for investigation, our possibilities to investigate this case are limited. If we will receive the device for investigation, we will follow up this reported accordingly. Follow up 1 : 23 mm part is cut away from the tip of the drill. Investigation made by sem shows that the drill bit has broken suddenly and there are some signs of the local deformation. It seems lik the device has been bent as no torsional fracture plane can be seen. Futhermore no errors can be seen in the fracture plane microstructure e.g. Pore spaces or enclaves. Hardness of the drill bit is its specification, so the breakage could not been caused by brittleness. In the investigation of the returned device, no material failures in the drill bit were found. Drill bit was manufactured over three years ago and we don't know hoe much it was used. Threfore our conclusion is that this is an isolated, unfortunate event.

Event description:
A drill bit was broke off into a pt's bone while physician was drilling. The dr elected to leave drill bit in bone. He does not anticipate further issue. This was discussed with the pt that it will not cause pain or infection. Pt agrees with plan. Biomed was able to retrieve the other part of the drill bit from the or.